Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was in emergency room due to diabetic ketoacidosis and due to insulin pump failure. The customer blood glucose level was higher than 600 mg/dl. The customer was assisted with troubleshooting. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.